Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardiac defibrillator (ICD) exhibited unspecified over-sensing. No intervention was performed. There were no patient consequences.

Event description:
New information noted that an over-sensing issue persisted. No intervention was performed. There were no patient consequences.